Event description:
Event description boston scientific received information that both of this patient's leads were removed from service. The atrial lead was exhibiting impedance measurments greater than 2500 ohms. The ventricular lead had sustained insulation damage during the revision procedure and was explanted.